Event description:
A dialysis facility reported that there was excessive fluid removed from a pt during a hemodialysis treatment. The pt complained of cramps and was given a total of 3 liters of saline. Based on the reported weights, saline given and what the machine had indicated was removed, there was a weight loss variance of about 2.7kg. There was no serious injury or illness.